Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was retrieved from the patient's tooth. Six protaper gold finishing files f2 21mm were returned (two files in loose + four unused files). The files in loose have been used but are not broken. The gold appearance is tarnished. Nothing unusual to report was found during DHR review (batch #1664945). Available unused products have been evaluated. According to our prescriptions, the sampling is not representative to rule on the compliance of batch (20 unused files would be needed). However, torque test is pass. For information, protaper gold files receive a special thermal treatment which results in a cosmetic gold appearance. This gold appearance may be tarnished by abrasion, by brushing or by chemical action. The tarnishment of this coloration is without consequence on the material properties. The conditions in which the returned files have been used (worked material, possible reprocessing procedure followed, concommittent products) are not known, we cannot determine formal why the gold appearance has been lost. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke during use. The outcome of the event is unknown as of this MDR evaluation.